Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the 4k camera head presented no image. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was no image due to a faulty cable unit. Additionally, the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, an image was not displayed because the cable unit became defective. Olympus will continue to monitor field performance for this device.